Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During unsheathing of the 27mm device, the sheath jumped forward and perforated the back wall of the laa. A pericardial effusion was noted immediately afterwards and a pericardiocentesis was performed. The effusion was brought under control using this method but because the sheath/device had penetrated the laa wall, surgical intervention was required. The surgical intervention was successful in which the appendage was ligated. The patient is doing well post-surgery.